Manufacturer narrative:
Citation: amer, m.; et al. Outcomes of transcarotid versus trans-subclavian transcatheter aortic valve replacement: a systematic review and meta-analysis. Cardiovasc revasc med. 2021 dec;33(2021):20-25. Doi: 10.1016/j.carrev.2021.01.001. Pmid: (B)(4). Epub 2021 jan 8 earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing trans-carotid versus trans-subclavian approaches to transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis literature search of available databases up through september 2020. The meta-analysis study population of five articles included 4164 patients (mean age 81 years), with an undetermined number of patients implanted with medtronic corevalve and evolut r (unique device identifier numbers not provided). Among all patients, an unspecified number of deaths were noted among the five studies in the meta-analysis. No further information was provided on the nature/cause of these deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: strokes, life-threatening bleeding, cardiac tamponade, need for surgical intervention after tavr, major vascular complications, valve-related dysfunction, valve embolization, coronary obstruction and need for permanent pacemaker implantation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.